Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was received for evaluation. Visual inspection of the device revealed a cracked right plunger head case, damaged plunger case seal, and missing battery. Event history logs confirmed the syringe plunger not in place message. Functional testing was performed and a syringe plunger not in place message was obtained during occlusion test. The root cause of the issue was determined to be a damaged force sensor cable. To correct the issue, the force sensor was replaced. The products history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump would feed halfway and then display error plunger not in place. It is unknown if there was patient involvement, no adverse patient effects were reported.